Event description:
The customer reported that the system was not making any x-rays, loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.